Event description:
It was reported that the patient had experienced intermittent stimulation since implant, leading to loss of therapeutic effect. The patient had also experienced pain in the shoulder blade area beginning (B)(6) 2011.

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Lead: model 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).